Manufacturer narrative:
Conclusion: the complainant is returning several devices to merit. It is not known at this time if the returning devices were involved in this incident. A follow-up report will be submitted when more info is obtained and when the investigation is complete.

Event description:
The complainant reported that the transducer pressure reading slowly decreased during heart catheterization. This resulted in the pt being administered medication to raise blood pressure. The pt was treated for a few minutes when they realized that it was a transducer issue and no a pt issue, at which time medication was discontinued. There was no reported harm or injury to the pt. It was reported that this occurred with 2 different pts. The other event is reported on MDR report # 1721504-2007-00032.